Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795, a manufacturer representative went to the site to service the system. Testing found no fault with the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the main cart monitor is giving power but there is a no video message on it. The camera cart monitor is functioning. Able to complete surgery with camera cart monitor. There was no patient impact and no delay. Additional information was received. The monitor lock was off. Technical services (ts) helped walk the manufacturer representative (rep) through monitor settings and the rep was able to place the system back on hdmi, and placed the key lock back on.